Event description:
Complainant alleged that while attempting to monitor a (B) (6) female pt, the device displayed a "system fault 138" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.